Manufacturer narrative:
No injuries occurred as a result. The unit was removed from service pending inspection by a steris service technician. A steris service technician arrived at the facility and identified the filter housing assembly had cracked causing the reported water leak. The technician re-installed the unit without the external water filtration system. The unit was tested and confirmed to be operating properly. The user facility returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the external water filtration system connected to their system 1e processor was leaking water. A procedure cancellation was reported as a result.